Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. The monitor exhibited a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.